Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
Related manufacturing ref: (B)(4). During an organ harvesting procedure (non-beating heart), blood leaks occurred with two introducers. After inserting the first introducer, a balloon catheter was then inserted for aortic occlusion but the valve of the introducer began leaking blood. The introducer was then replaced with another from the same lot, but the same leakage happened. It was attempted to partially close the introducer lumen with a pliers to limit the leak and the procedure was completed. The incident led the user to administer blood derivatives.